Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. The pod reportedly fell off due to the hot weather and sweating. The patient noticed their arm swelled up to twice it's normal size. The patient called their doctor and was advised to go to the emergency room (ER). Blood tests were performed and the patient was prescribed antibiotics for treatment. The patient came back to the ER after one week for a follow up appointment. The pod was discarded.

Event description:
It was reported that the patient developed an infection at the pod's insertion site (arm) while wearing the device between 37 and 48 hours. The pod reportedly fell off due to the hot weather and sweating. The patient noticed their arm swelled up to twice it's normal size. The patient called their doctor and was advised to go to the emergency room (ER). Blood tests were performed and the patient was prescribed antibiotics for treatment. The patient came back to the ER after one week for a follow up appointment. The pod was discarded. The patient resides in belgium and the incident occurred in cambodia.

Manufacturer narrative:
Additional information added to b5 - describe event or problem